Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found that the subject device was shipped in accordance with the specifications. No abnormalities were found. Based on the results of the investigation, it was presumed that the reprocessing staff were insufficiently trained at the facility. Instruction for use (IFU ) (reprocessing manual) warns regarding insufficient reprocessing as follows: precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. The IFU (reprocessing manual) warns regarding insufficient channel reprocessing as follows: precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Detailed usage and reprocessing steps are described in the contents: auxiliary water tube (maj-855) in the IFU(reprocessing manual). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. All models reviewed during the in-service, including cleaning and disinfecting information. The customer was instructed follow all olympus reprocessing procedures. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The olympus endoscopy support specialist (ess) went to the facility to provide a reprocessing in-service for the gastrointestinal scopes. During the in-service, the customer informed olympus ess they do not re-process the devices according to the instructions for use. They do not perform the suction step during manual cleaning of the device. No patient involvement. This is for c21206278, model gif-hq190; c21206478 is for gf-uct180.